Manufacturer narrative:
The mdu-5 plus motor drive unit was returned for analysis. A functional test was performed and no issues were noted.

Event description:
It was reported that system unexpected shutdown occurred. The target lesion was located in the coronary artery. A polaris mmg system was used. The boston scientific representative reported that the unit is powering off automatically during random times. A patient was involved who was sedated, but the procedure was cancelled/rescheduled because of this. There were no patient complications reported.

Event description:
It was reported that system unexpected shutdown occurred. The target lesion was located in the coronary artery. A polaris mmg system was used. Bsc rep reported that the unit is powering off automatically during random times. A patient was involved who was sedated, but the procedure was cancelled/rescheduled because of this. There were no patient complications reported.